Manufacturer narrative:
Additional information: a review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Event description:
An optometrist reported that a patient presented with eyes stinging, feeling dry, and difficulty seeing the computer with both eyes approximately two months post lasik. The patient was noted to have 1+ inferior superficial punctate keratitis (spk) in both eyes. Punctal plugs were placed in both eyes. The patient was seen in follow up and it was noted that the patients symptoms have resolved and the patient is using preservative free topical eye drops in both eyes as needed. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).